Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that her insulin pump has cracks and shows button error. The device keeps beeping every couple of minutes. Customer tried to clear the alarm but it seems like the buttons are not working. Customer's blood glucose level is 129 mg/dl. Customer stated she dropped the device. She was advised that the device will need to be replaced, and to discontinue use of the device and revert to her back up. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.